Event description:
User facility alleges that they had a couple of events of the syringe to needle protection coming apart when administering b12. One event resulted in splash of medication of the clinician eye.

Event description:
Respones: the reporting facility was able to identify the finished goods lot number related to the event, however samples involved in the reported events were not returned. The facility reported that they had a couple of events with units that were falling apart during injection. A review of all relating manufacturing and incoming inspection documentation was performed and there were no notations as to a nonconformance. A search of our complaint database shows there have been no other reports on this device manufacturing lot number. The total unit produced on this lot was 72,000 units made on dec. 2003. With no other reports on this lot number this event is considered isolated. In addition, the instruction for use (IFU) provided for this device identifies in one of the steps: "insure needle is firmly seated on the needle-pro device with a push and a clockwise twist, then pull the needle cap straight away from the needle." It is likely that the facility did not fully follow the IFU instructions for securing the connections.